Event description:
It was reported the asymptomatic patient presented to clinic for follow up. Far field r-wave oversensing on the atrial lead was observed on stored egms. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.